Event description:
The caller reported that she had received a tracheostomy tube with a complaint that it was leaking, but she did not know where it was leaking. A non-routine replacement of the tube was required.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.